Event description:
It was reported that the patient¿s pump had just been refilled and the caller was having trouble printing from the physician programmer. The caller stated after the refill that the patient¿s pump was updated but the patient session data report was not showing on the programmer. The caller stated that the file was showing on the programmer but it wasn¿t there anymore. The caller stated that after the update the programmer showed the correct new alarm date. The patient was to return to the clinic to check the status of the pump. The device system delivered compounded baclofen. It was later reported that the pump had not been updated. The patient came right back to the clinic and the issue was corrected. Once the pump was updated, they were able to print the report. There were no patient symptoms or harm to the patient.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID n EU_unknown_prog, lot# unknown, product type programmer, physician; product ID neu_unknown_prog, lot# unknown, product type programmer, physician. (B)(4).